Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was programmed with a very long av delays and the physician had wanted some clarification. Data was provided to boston scientific technical services for review, and technical services provided possibilities, the device is performing a potential threshold test in those moments where the pacemaker is pacing with a short av delay, or the av block could manifest at a higher rate and the corresponding dynamic av delay is calculated by the device. Also, other possibilities may include atrial undersensing, changes in rate and or morphology as well as atrial events inside post-ventricular atrial refractory period (pvarp). Troubleshooting options were provided, to perform multiple captures as well as lead troubleshooting to confirm atrial sensing is correct. Information of device feature function was provided to the healthcare professional. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this pacemaker was programmed with a very long av delays and the physician had wanted some clarification. Data was provided to boston scientific technical services for review, and technical services provided possibilities, the device is performing a potential threshold test in those moments where the pacemaker is pacing with a short av delay, or the av block could manifest at a higher rate and the corresponding dynamic av delay is calculated by the device. Also, other possibilities may include atrial undersensing, changes in rate and or morphology as well as atrial events inside post-ventricular atrial refractory period (pvarp). Troubleshooting options were provided, to perform multiple captures as well as lead troubleshooting to confirm atrial sensing is correct. Information of device feature function was provided to the healthcare professional. No adverse patient effects were reported. This device remains in-service.